Event description:
This valve was explanted due "presumed intestinal angiodysplasia and a malfunctioning leaflet that was not opening normally". Prior to explant, the pt experienced shortness of breath and leg weakness. Pt was also hemorrhaging and given a blood transfusion. The sjm valve was replaced with a medtronic freestyle bioprosthesis.

Event description:
In 1995, the dr implanted a 19mm aortic st. Jude medical mechanical heart valve hemodynamic plus series (model 19ahp-105). According to the explant operative report, the pt had a small aortic root and had "normal" coronaires at the time of implant. In 1999, the dr explanted this valve due to the pt's "coumadin intolerance and gastrointestinal bleeding". According to the info received from the surgeon, the pt presented with "profound microcytic anemia and anginal type symptoms" and had a preoperative diagnosis of coronary artery disease with a 70% proximal lad lesion, righ ostial and questionable left ostial main lesions, and anemia. The decision was made to perform "operative revascularization" as well as replacement of the mechanical valve with a bioprosthesis due to "presumed gastrointestinal angiodysplasia". A double coronary artery bypass procedure was performed as well as an aortic root replacement since the aortic root was "relatively small". At explant, the valve was "intact with goo function". A 25mm medtronic freestyle aortic root bioprosthesis was then implanted. The pt received three units of packed red blood cells, six units of fresh fozen plasma, and a "six pack" of platelets in order to achieve hemostasis. The surgeon also stated "a malfunctioning leaflet was not suspected nor discovered" contrary to the initial info received from the pt. The pt also reported colonoscopy was performed and indicated no instestinal angiodysplasia or bleeding. No add'l info had been received.